Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of bowel in a colectomy, it was reported that the staples was not able to be fired. None of the staples came out/they were jammed. Surgeon used another device to resolve the issue. No patient injury.